Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The patient had a heartmate2 (hm2) and the alarm history had showed frequent and unexplained low voltage alarms. The customer wanted to check for an excessive amount of power draw coming from the system controller. The log displayed multiple power cable disconnect / low voltage alarms as mentioned associated with lower voltages on relative state of charge (rsoc) while the patient was tethered on the mobile power unit (mpu) & batteries often due to possible cable fatigue. In this case, the cable fatigue may be at the controller power lead cables (the patient was utilizing a v7.23 controller) and it was noted by abbott that this may be correct. It was suggested to replace the v7.23 controller with a new ¿out of box¿ hm2 controller with v7.29 software if the patient could tolerate a pump stop associated with a controller change. The cause of the alarm was not identified. This was the third time during the clinic visit that the patient had unexplained low voltage alarms despite battery change per circulatory support. The battery only lasted 6 hours instead of 15 hours. It was noted that engineers were going to investigate. Cleaning the batteries/clips did not resolve the event. No equipment was exchanged, and no product would be returned.

Manufacturer narrative:
Section b7: corrected. Section d4 - UDI: corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the submitted log file. Data from the submitted log file spanning approximately 16 days (03dec2024 22:45:16 to 19dec2024 10:01:50 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory and hazard alarms were captured due to the relative state of charge (rsoc) voltage fluctuating below the alarm thresholds on both power cables. These alarms occurred when connected to 14v battery power and were not associated with true power source exchanges or routine battery depletion. The alarms resolved each time when the rsoc voltage returned to the expected voltage range. The atypical low voltage alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the alarms did not resolve after cleaning the 14v batteries and clips. No product will be returned for further evaluation. A review of patient history revealed confirmed previous atypical low voltage alarms from 10aug2023-31aug2023. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05aug2016. The heartmate ii patient handbook was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and hazard alarms. The heartmate ii instruction for use, section 2, entitled ¿system operations¿, advises the user to not bend, kink, or twist the system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.